Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: scs-linear leads, model: scs-linear leads, serial: (B)(6), batch: 7202017.

Event description:
It was reported that the patient was experiencing burning sensation and had a rash due to an allergic medication. It was also reported that patient was experiencing loss of stimulation during the trial procedure. The explanted trial leads were not returned and discarded at the center.